Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the suture on the omnispan meniscal repair system/27 degree device broke off upon tightening. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, the suture appeared to be damaged. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l25689, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. The possible root cause can be related when an instrument used in the procedure caused fraying on the suture and then broken. Moreover, excessive tension on the suture could have resulted cutting the suture. As per IFU, use caution when tensioning the suture. Over tensioning may cause suture or implant breakage. Pull the free suture leg with continuous force and a smooth motion until both suture bridge legs lay flat and tight against the tissue surface. Note: minimize any starts and stops for optimal tensioning results. Maintain moderate tension on the suture limb and press the metal tab in the center ring of the arthroscopic pusher/cutter to cut the suture. When using an instrument other than the arthroscopic pusher/cutter to cut the suture, leave a limb of suture approximately 2mm. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.